Event description:
It was reported that the pulse generator went into backup vvi mode during a generator change out procedure, after suspected electrocautery interaction. The device was explanted and replaced as planned. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.